Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision left total hip replacement. Patient came in with a dislocated hip. Trident cup, liner, and ball were removed. The accolade stem remains. The first surgery was done over 10 years ago.